Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility that the device would activate unintentionally. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility that the device would activate unintentionally. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was not duplicated and no failures were confirmed as the product for this investigation was not available for evaluation. The customer discarded the cable and as a result the cable was not returned for a device evaluation to be performed.